Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced catheter tip damage/deformation/defective which was noted prior to use. The following information was provided by the initial reporter: material no.: 382523 batch no.: unknown. Complaint 1 of 2. Per email: I don¿t have the lot number available. Upon opening the catheter packaging, the pre-op nurse visually inspected the catheter and noticed that the tip of the catheter was split. The product was not used on a patient so no adverse events occurred. The surgery center is losing confidence in the quality based on recent incidents.

Manufacturer narrative:
The following information has been updated: describe event or problem: it was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced catheter splitting/cracked/shearing/frayed prior to use. The following information was provided by the initial reporter: material no.: 382523 batch no.: unknown. Per email: I don¿t have the lot number available. Upon opening the catheter packaging, the pre-op nurse visually inspected the catheter and noticed that the tip of the catheter was split. The product was not used on a patient so no adverse events occurred. The surgery center is losing confidence in the quality based on recent incidents. Device codes: 1069.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced catheter splitting/cracked/shearing/frayed prior to use. The following information was provided by the initial reporter: material no.: 382523. Batch no.: unknown. Per email: I don¿t have the lot number available. Upon opening the catheter packaging, the pre-op nurse visually inspected the catheter and noticed that the tip of the catheter was split. The product was not used on a patient so no adverse events occurred. The surgery center is losing confidence in the quality based on recent incidents.

Manufacturer narrative:
Investigation: a physical sample was not received for investigation but bd was provided with photos of the defect for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer reviewed the provided photos and determined that the needle had pierced through the catheter tubing near the tip. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced catheter splitting/cracked/shearing/frayed prior to use. The following information was provided by the initial reporter: material no.: 382523. Batch no.: unknown. Per email: I don¿t have the lot number available. Upon opening the catheter packaging, the pre-op nurse visually inspected the catheter and noticed that the tip of the catheter was split. The product was not used on a patient so no adverse events occurred. The surgery center is losing confidence in the quality based on recent incidents.